Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, glare and visual disturbance. The iol was exchanged with an alternate iol 245 days following the initial procedure. Additional information received and stated that the iol was the cause of the event. There was no patient harm reported. Issue has been resolved and prognosis was unknown.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been no other complaints for lot. The manufacturer internal reference number is: (B)(4).